Event description:
It has been reported by the integra neurospecialist that the handpiece melted and the flues were bubbling. It was further reported that during priming of the hand piece, a buildup of fluids occurs preventing passage through the end of the handpiece resulting in the shroud of the handpiece blowing off.

Manufacturer narrative:
The involved device has been returned for evaluation and an investigation has been initiated based on the reported information.